Event description:
It was reported that the bd integra¿ syringe with detachable needle experienced leakage. The following information was provided by the initial reporter: material no.: 305270 batch no.: 0204761. Enter product name: bd integra syringe. While giving a shingrix shot, almost all or all of the vaccine leaked out. Hub was tight on syringe.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd integra¿ syringe with detachable needle experienced leakage. The following information was provided by the initial reporter: material no.: 305270, batch no.: 0204761 enter product name: bd integra syringe while giving a shingrix shot, almost all or all of the vaccine leaked out. Hub was tight on syringe.